Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that the motor device and the craniotome device while being used together were heating up and the bearings had damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: the date the device was returned to the manufacturer was returned to manufacturer was reported as june 15, 2017 on the initial report and has been updated to june 8, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: the date the device was returned to the manufacturer was returned to manufacturer was reported as june 8, 2017 on the initial report and has been updated to july 6, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device bearings were damaged. Therefore, the reported condition was confirmed. It was further determined that the device had a drilled leg, neuro tip, bearings were corroded, worn out, loose and the cutter could not be inserted. The issue with the drilled tip was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that this failure was caused by worn out bearings. It was determined that the bearings showed signs of damage that was indicative of damage caused by improper cleaning. It was determined that the issue with the drilled leg was consistent with excessive side load being applied during use. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro-tip. It was determined that this was due to user error. The assignable root cause was determined to be due to improper cleaning and component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.